Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the lag screw reamer pushed the guide pin through the femoral head and into the lateral wall of the acetabulum.